Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received with an opened pouch for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set was primed and able to spike into an in-lab solution bag port with no issues. Dimension measurements were performed on the spike and the results were within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was unable to spike a bottle. The tubing could not be primed with intravenous immunoglobulin (ivig) as a result. Another tubing was used to resolve this event. This occurred prior to patient use. There was no patient involvement. No additional information is available.